Event description:
Basket would not open when surgeon would push black piece to open and close; upon further trying basket did open but surgeon was not okay with damage that had been done to basket tip. Another one was opened and used on patient.